Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, frequency, and sui. It was reported that patient underwent suburethral sling removal on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital.